Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating pump and depleting quickly which led to an unexpected shutdown. Additionally, it was reported that an occlusion alarm and a pump reset occurred. Customer's blood glucose level ranged between 400 mg/dl and "high" with moderate ketones which was addressed by administering a manual injection. Customer reported a power source alert also occurred after connecting the pump to a wall adapter. Reportedly, the customer had manual injections as alternate insulin therapy.